Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of broken connectors, the output connector assembly was broken. It was further noted that the display wires were pinched with the wire exposed and that the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the atrial and ventricular connectors of the external pulse generator (epg) were broken. The epg was returned for warranty repair. No patient complications have been reported as a result of this event.